Event description:
It was reported to boston scientific corporation that a sensation standard snare oval was used during a colonoscopy procedure performed in 2009. According to the complainant, during the procedure, the snare opened but failed to retract around the polyp. The procedure was completed with another sensation standard snare oval. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.